Event description:
It was reported that the patient experienced a fall and since the incident, the patient has experienced discomfort at the ipg site and feels the ipg may have moved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.